Event description:
A customer in the us reported to agfa, the collimator fell from their dx-d 100 system. The customer reported when getting off the elevator the collimator assembly detached from the tube overhead of the dxd 100 system. Agfa service responded and first cleaned the area on the collimator where the tabs are located. The local agfa service engineer then drove the pins in and out to verify the function of the pins. All four pins worked and visually looked ok. The system collimator assembly was reset to the system. Agfa local service drove the unit and tested the collimator several times. With each test drive, the system tested ok. There has been no reported harm to patient or user during these events.